Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
(B)(6) hospital orthopaedic department feedback in the use of intravenous indwelling needle for patients, there is isolation plug leakage of blood see attached video this involves batch number: batch number: 4081481, goods number (B)(4), quantity (B)(4) request manufacturers to provide the need to stamp the situation description and compensation samples, please assist in dealing with as soon as possible in order to avoid affecting sales, thank you. Section feedback such problems have been in other batches of good's number also appeared, but also with the section to communicate with the future problems, please retain the sample.

Manufacturer narrative:
1. The customer returned two photos and two videos but did not return the complaint unit. The photos show item number 383012 with batch number 4081481. The videos show blood seeping from the end of the septum. 2. DHR/bhr review (lot#4081481): 1) the products of this batch were assembled at intima ii auto line 4 in april 2024 and packaged at r240 package line and cfs package line in april 2024. Work order quantity was (B)(4) pcs. 2) the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3) the leakage test results of 800pcs in process testing and 32pcs in outgoing testing were within the product specifications. 4) no unqualified deviation or rework activities in the production process. 5) the septum assembly equipment without abnormal maintenance. 3. Cause investigation: 1) a retained sample of this batch was taken for related tests: 45psi leakage test and 800mm simulated clinical leakage test. The test results showed that no leakage was found at the septum. 2) the plant launched CAPA to further investigate the root cause. After the investigation, it was found that leakage was caused by the septum abnormality. Relevant improvement measures have been taken: clearly defined the placement time of the septum after production to ensure it undergoes sufficient cross-linking reaction. Conclusion(s): no abnormality was found in the production process; all the test results were within the requirements of the product specifications. In response to the leakage at the septum, the plant launched CAPA to trace and investigate the root cause. After the investigation, it was found that leakage was caused by the septum abnormality. Relevant improvement measures have been taken: clearly defined the placement time of the septum after production to ensure it undergoes sufficient cross-linking reaction. The factory will continuously track and analyze such complaints.

Event description:
No additional information is available.